Event description:
It was stated that the customer was hospitalized for hypoglycemia and the blood glucose levels were between 2.4 and 2.6 mmol/l. Troubleshooting was performed and the insulin pump passed the displacement, high pressure and self tests. Further troubleshooting revealed that the customer had a very high basal rate setting of 35.0 units per hour. The doctor stated that the medical staff did not program this basal rate and asked to have insulin pump replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed ot the event as no product has been returned. The device will be returned for analysis and further info will follow one the analysis has been completed. No conclusion can be drawn at this time.